Event description:
Reportedly, no connection can be established between the subject monitor and the network.

Event description:
Reportedly, no connection can be established between the subject monitor and the network.